Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were not always responsive and sometime stick. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the insulin pump had no delivery alarm and deeper crack at corner of screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.